Event description:
A surgeon reported a memory lens (u940a) implanted in 2000 has been explanted in 2005 due to opacification, with good results. Reques has been made for additional information, however no further information is available at the time of this report.